Manufacturer narrative:
It was later clarified that the device failed to power on.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device experienced unspecified errors. There was no patient involvement.